Event description:
Customer reported receiving an error-6 message on his precision xtra blood glucose meter and was unable to test. He subsequently experienced symptoms of hyperglycemia and states he's been ill for a month. He reports being seen at a health care facility and being diagnosed with hyperglycemia but also admits he was in the hospital due to an infection from dialysis. In addition, he does not report any specific medical treatment rendered. There was no report of death or mistreatment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.